Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address possible infection. Poly exchange was done. No loosening and no delay in surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2021; right knee.